Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that surgeon revised the patients' left triathlon tritanium baseplate due to suspected loosening as a result of the patient being involved in an auto accident. Intra-operatively, the surgeon noted some ingrowth in the anterior region. The surgeon revised the baseplate and poly.